Event description:
Received info stating customer received multiple occlusion alarms. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up medwatch report will be submitted.